Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 61 on the ilet, identified as an external flash write error, initially cleared with a restart but later persistent, leading to shipment of a replacement device; blood glucose reported at 178 mg/dl and unaffected. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy via replacement device and use of cgm as needed without interruption of care or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.